Manufacturer narrative:
The device in this report was discarded by the facility and will not be returned to olympus for evaluation. The cause of the reported event could not be determined. The most likely root cause of the reported event could be attributed to user handling. The instruction manual provides several caution and warning statements in an effort to prevent needle damage and user injury during the withdrawal of the device. ¿do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Do not withdraw the instrument from the endoscope unless the needle slider is pulled out completely (the needle is completely retracted into the sheath). Otherwise, the endoscope¿s instrument channel could be damaged. Confirm that the needle slider is pulled proximally until it clicks. Push the lever to unlock the needle adjuster, and move the needle adjuster proximally as far as possible, then push the lever again to lock it. Slide the connecting-slider until it clicks twice. Withdraw the instrument from the endoscope slowly.¿

Event description:
Olympus was informed that towards the end of an endobronchial ultrasound (ebus) transbronchial needle aspiration of the lymph nodes, the needle came out of the stylet after it had been pulled back from the biopsy, and the nurse was punctured. The nurse reported to employee health and received testing and treatment; however, test results are unavailable. It is also unknown what kind of treatment was provided to the nurse. The intended procedure was completed using the same device. There was no patient injury reported.